Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional concomitant medical products: 00875705001 shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners 62739193; 00885100932 neutral liner 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell 62674525. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02111, 0001822565 - 2017 - 02112.

Event description:
It was reported patient experienced right groin pain approximately two years post-implantation of hip arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.